Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on patient, the 980 ventilator was making a high pitch noise when connected to gases. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found that air was leaking from main relief valve. The se replaced air and oxygen pressure solenoids (psols). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.